Event description:
It was reported by the atty that the plaintiff underwent an unspecified surgery in 1999, in which vicryl sutures were used. The atty alleges that the plaintiff was injured by the sutures used. No other info was provided.